Manufacturer narrative:
Approximate age of device - 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a massive stroke on (B)(6) 2018. A CT scan confirmed it was large ischemic stroke and the patient was significantly debilitated by the stroke. The healthcare professional stated that the patient was unlikely to recover and the patient¿s lvad will not be exchange due to the patient¿s neurological status. The patient expired on (B)(6) 2018, after the patient¿s clinical status deteriorated and family decided to withdraw support. No additional information was provided.

Manufacturer narrative:
Corrected data. Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists peripheral thromboembolic event, stroke, and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instruction for use outlines recommended anticoagulation therapy and inr ranges. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information was previously received indicating the patient was listed status 1a for pump malfunction due to suspected pump thrombosis. There was no plan to exchange the pump. The patient¿s clinical status deteriorated and family decided to withdraw support.